Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient ¿got it through the nose¿ and that the patient did not wear a mask when setting up for pd therapy. The patient was not hospitalized for the event. On an unknown date in the same month as onset, the patient was treated for the peritonitis with vancomycin, intraperitoneally (dose and frequency not reported). On an unreported date, the patient was retrained in proper aseptic procedure. At the time of this report, the patient had completed antibiotic therapy, the patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.